Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being filed to correct that there is no infection involve on device and leads.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. No infection involved for device and leads.

Manufacturer narrative:
This supplemental is being filed to correct the patient details.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited no infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. Additional information indicates the correction of patient's details.